Manufacturer narrative:
Although a temporal relationship exists between the liberty cycler and liberty cycler set and the reported adverse event of peritonitis, there is no documentation or evidence that any fresenius device(s) caused or contributed to the adverse event. Per the pdrn¿s statement from (B)(6) 2017, there were no reported leaks or malfunctions with the cycler and the cause of the peritonitis remains unknown. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
During routine follow-up call on a non-related customer experience the peritoneal dialysis nurse reported that the patient was diagnosed and treated for staph peritonitis. The peritoneal dialysis nurse could not confirm the cause of the infection. No malfunctions were reported that could contribute to the infection. A peritoneal dialysis fluid culture was obtained (collection date unknown) which was (B)(6). The complaint sample was requested for plant investigation.

Manufacturer narrative:
The alleged event was not confirmed by the manufacturing plant. The device was not returned to the plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."